Event description:
Follow up information received reported that the healthcare professional (hcp) had not seen the patient since (B)(6) 2012. It was noted that the ins was not implanted deep enough and that is why it was protruding. The physician discussed the option of placing the ins deeper but had not heard back nor had not received any further updates from the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that due to the ins moving in the pocket the patient was going to get the ins sutured down in the pocket. The ins movement was reported to have begun 3-4 months prior. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one day prior to report the patient had a surgical procedure where they reinserted her neurostimulator deeper into her skin. It was reported that the patient was unable to turn their device back on after they turned it off on the day of the procedure.

Event description:
It was reported that the patient experienced a post-operative seroma which required incision and drainage. It was unclear if this was immediately post-operative or developed later. Approximately fourteen months after implant the patient complained of a large knot developing on top of the device. It was reported that the device was protruding and painful. Additional information received from the hcp reported that the cause of the event was a superficial implant of the ins. It was reported that the patient experienced tenderness to palpation over the incision / ins, pain at the site of the previous ins, and swelling and pain at the site of the current ins. The patient stated that she felt the generator was not anchored and was moving around, and she could feel it flipping. It was noted that there was no redness or drainage, the patient did not require hospitalization, and there was no injury. The hcp ordered x-rays to evaluate the position of the leads and ins, and told the patient that if she continued to feel discomfort the ins could be placed deeper.

Event description:
Additional information received reported that the patient had a revision of the device done just over a month ago to implant the device deeper.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient product ID 37083-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3550-02, lot# n245344, implanted: 2011 (B)(6), product type accessory, product ID 3487a, lot# l57984, implanted: 1999 (B)(6), product type lead. (B)(4).